Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated:d4; h2; h3; h6. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the device found the barb to be damaged in 1 location. Scratching is present on both the inner and outer radius of the liner. The rim of the liner has been deformed. The dimensional analysis of the liner is conforming during manufacturing. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the surgeon tried to impact the g7 10 degree liner per the surgical technique. It failed to seat. He attempted 2 more times without success. A new liner was opened which then seated. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products:110010247 64866858 g7 osseoti 4 hole shell 58mm g. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.